Event description:
On 08-sep-2025, the user¿s brother reported that dexcom g7 continuous glucose monitor (cgm) sensor expired, causing the ilet to stop dosing. Blood glucose (bg) remained around 400 mg/dl for several hours. The user, with dexterity issues was unable to complete the fill tubing step due to a supply issue and switched to manual insulin injections. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected through manual dosing. The user was not feeling well during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.